Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There are no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. An attempt to have the device returned was made, however the user is unable to return the device to the manufacturer for evaluation therefore the investigation was unsuccessful.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.